Manufacturer narrative:
(B)(6). Device manufactured between august 27, 2019 to august 28, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured prior to patient use. The device was filled with unspecified solution. It was further reported that the solution leaked out of the rigid housing. There was no patient involvement. No additional information is available.